Manufacturer narrative:
H10: pending investigation. These devices are used for treatments, not diagnosis. There is no other information available. Concomitants: (B)(6), 170-36-03 - biolox delta femoral head 36mm od, +3.5mm. (B)(6), 186-01-54 - integrip cc, cluster 54mm, g2. (B)(6), 190-31-05 - alt ha s clr ext sz 5.

Event description:
It was reported via legal documentation that a patient had a right total hip arthroplasty on (B)(6) 2018 and then experienced a revision surgical procedure on (B)(6) 2021 approximately 2 years and 10 months after initial implant. No other patient information / medical history reported. No images of the devices are provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
After further review of additional information received the following sections g1, g3, g6, h1, h2, h3 and h6 have been updated accordingly. (H3): based on the available information, the two gxl liners involved meets the following risk criteria for early prosthesis wear and/or osteolysis as specified in the hhe: combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the reported revision due to prosthesis wear is a combination of the risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
H11. Additional manufacturer narrative- additional information added.